Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation summary: review of the device history record for 00515047501, lot number z000006716, identified no relevant deviations or anomalies. Product examination found the wire insulation appeared to have been partially sheared. This complaint is confirmed. However, although the wire was damaged, the insulation remained intact and the unit functioned normally. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The UDI number is (B)(4). The complaint is being reported by zimmer biomet as (B)(4) . The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery scratch marks were found on the product's battery cable. Also, shaving was found inside the sterile package. No adverse events have been reported as a result of the malfunction.